Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). Customer adjusted the auto-off safety feature to address the issue. Customer¿s blood glucose (bg) level was low, however, a specific value was not provided and patient was treated by consuming carbohydrates.